Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 08-jun-2016, an fse visited the customer to address the reported event. During the service evaluation, the fse found a clot by the prefilter. The fse cleared the clog and ran the pumps with normal pressure. The customer ran quality controls (qc) with acceptable results. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a clot at the prefilter.

Event description:
On (B)(6) 2016, a customer reported that they were getting high pressure with their g8 analyzer. The customer tried changing the filter but the pressure was high. They also checked the pressure after removing the right side of the column and without the top of the filter housing but the high pressure persisted. The customer is unable to run patient samples on hba1c diabetes assay. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.